Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sids provided: (B)(6).

Event description:
The customer reported a false positive architect stat troponin-I result on one patient. Results provided: (B)(6) 2020 sid (B)(6) / rerun under sid (B)(6) = 16.97 / 0.0 ng/ml, 2nd sample drawn a few hours later sid (B)(6) = 0.0 ng/ml, 3rd sample sid (B)(6) = 0.0 ng/ml. Per the package insert: the architect stat troponin-I assay diagnostic cutoff is 0.30 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
A review of complaints determined that there are no trends for the product list 2k41 for the complaint issue. Return testing was not requested because additional retests produced normal results. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 52410un20 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. However, the cal f rlu for lot 52410un20 is not within the established limits. Therefore, accuracy testing was performed to evaluate the performance of reagent lot 52410un20. An internal troponin-I panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot 52410un20.